Manufacturer narrative:
The investigation for the reported automated impella controller (aic) - buzzer/ alarm inaudible has been completed. The device has been returned for evaluation. The speaker assembly cable was not connected to epc. The cause of the no audible alarms was a loose speaker cable. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that suction and positioning alarms during impella placement did not produce audible sounds when controller buttons were pressed or settings were changed. Attempts to disable and reenable the alarms were unsuccessful. It was reported that a review of the automated impella controller (aic) would be initiated to resolve the issue. The initial aic was replaced and the case was continued.